Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 05/14/2024 it was reported by an arthrex subsidiary employee via e-mail that an ar-8990st fibertak® dx suture anchor metal part of the crotch holding the soft anchor broke this occurred during an atfl tear repair. The metal part of the crotch holding the soft anchor broke and remained in the fibula. The surgery was completed without treatment because it was so large that it could not be seen even in the image. The procedure was completed with the product. Additional information received on 5/21/2021: although there are no obvious negative effects on the patient, a small piece of the driver may remain. However, it has been reported that x-rays were unable to confirm that the broken pieces remained in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.